Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: the patient cable damage was noted by depot services when the mpu was being evaluated. The cable was replaced due to cosmetic damage. The reported event, of the mpu not producing output, was confirmed when the unit was evaluated by depot service. The ac/dc power supply unit inside the mpu was damaged and not producing output. This corresponds with the event description of the mpu not working following an esd event (electrical overstress). The pump stoppage and loss of external power events were confirmed in the submitted log file. The mpu power supply appeared to have been damaged due to a reported esd event. Depot services replaced the mpu power supply and the patient cable (for outer jacket damage/noted to be cosmetic reasons). The repaired unit was returned to the customer. The root cause of the reported event appears to be esd damage. The mobile power unit (mpu) assembly (pn 108285) was made in mar 2020. The unit was packaged (pn 100159807) and placed into stock on apr 2, 2020. The unit was sent to the customer on may 12, 2020. The unit had no previous services. Set up and use of the mobile power unit (mpu) with the heartmate 3 lvas system are documented in the heartmate 3 lvas patient handbook and the heartmate 3 lvas IFU. Alarms and the proper actions to be taken if alarms cannot be resolved are documented in the heartmate 3 lvas patient handbook and the heartmate 3 lvas IFU. Specific warnings and cautions regarding the mpu's set up, the electrical outlet used (including location and accessibility) and electrostatic electricity damage to the mpu are given in both the heartmate 3 lvas patient handbook and the heartmate 3 lvas IFU. Specific warnings and cautions regarding the potential tripping hazards presented by the mpu patient cable and power cord are given in both the heartmate 3 lvas patient handbook and the heartmate 3 lvas IFU. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced a no external power on the mobile power unit (mpu) and the mpu was no longer working. Electrostatic discharge damage was suspected to be cause of the issue as the patient was standing on a rug and folding laundry at the time of the event. Log files showed that the pump was off for about 4 seconds. There was another period of 3 seconds where the pump was off in the morning, which occurred while patient was in the hospital for an echocardiogram. The patient did not report any alarms during this time and no alarms were show in event log on the system monitor. Log file analysis showed no external power alarms while on mobile power unit on (B)(6) 2021 at 12:09:30. A couple of pump stops were also observed. This type of behavior was linked to a potential electrostatic discharge event which temporarily caused the pump to stop and then restart. This pump stop lasted for lasted 5 seconds which occurred during the no external power event, and the other lasted 3 seconds on (B)(6) 2021 at 9:46:50. There were no additional pump off alarms logged in the event log from either event. The patient was asymptomatic during both pump off events. The patient was advised on the mitigation of static electricity. The mobile power unit had a v-lock connector on the power cord.